Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion? Cx upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7086946, UDI: (B)(4). Brand name: infinion? Cx upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7086944, UDI: (B)(4).

Event description:
It was reported that the patient experienced an infection at the implantable pulse generator (ipg) pocket site. The patient had an exacerbated, open wound and was in pain. The patient was treated with antibiotics. Cultures taken revealed staphylococcus aureus. The physician assessed that the infection was not device or procedure related as the patient removed her wound dressing and did not follow steps given to dress the wound. The patient did not put a new dressing on, kept touching the open wound and bumping into things resulting in movement of the ipg. The infection resolved. However, the patient then presented to switch on the ipg and it was discovered via x-ray that the ipg and lead had migrated. There were also several high impedances contacts noticed on one of the leads. Programming was attempted; however, the patient was in too much pain even when the amplitude was low as the patient mentioned that it felt like a shocking sensation. The patient also reported that when they are charging, they feel their skin getting warm. Then another infection was discovered in the spine, and the patient underwent an explant procedure. Cultures taken on the spine also revealed staphylococcus aureus. It is unknown if the infection at the ipg pocket site is suspected to have caused or contributed to the infection in the spine. The patient was again treated with antibiotics.